Event description:
Insulation on the hand piece electrode tip came off when the device was swiped through the electrode cleaning slot and the insulation fell into the device holster. No patient impact. New device was opened to complete the case.

Manufacturer narrative:
(B)(4). Method, results and conclusions: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event#(B)(4). Testing performed: device: plasmablade¿ 4.0 product code (sku): unknown serial / lot number: unknown expiration date: unknown quantity returned: 1 device information was obtained from gch as listed below since no original packaging was included with the returned device, the lot number was listed as ¿unknown¿ in gch, and therefore it is not possible to confirm that the device that was sent back was the reported complaint device. Device: plasmablade¿ 4.0 product code (sku): ps200-040e serial / lot number: unknown expiration date: unknown visual inspection (packaging): the product was shipped in a proper shipping container. There was no packaging to fill negative space. The device was safety packaged. There was no additional paperwork included. Visual inspection (product): there was evidence of use; fluid splatter on handle. There was evidence of damage electrode coating has flaked off near the base of the electrode. The button does have tactile feel. There are visual signs related to the complaint description; it was confirmed that electrode coating (referred to as ¿insulation¿ in event report) has indeed come off the device. Functional inspection: not applicable as complaint is not related to activation of the device. Lhr review: lhr is unknown; therefore no lhr review has been carried out. Investigation conclusion: the complaint that the electrode insulation had come off the tip was confirmed. The ¿insulation¿ referred to in the complaint report was actually the electrode coating, but there was indeed a failure of this coating. This failure mode has been seen before and a situational analysis (13-90-0003) was carried out in november 2012 to investigate the coating flaking off while being cleaned. The root cause from this situational analysis was believed to have been customer misuse. The IFU (lbl-00116 rev b) states, ¿precaution: do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip.¿ it is likely that the surgeon was a little too aggressive while cleaning the tip using the device holster. This complaint and associated failure mode will continue to be monitored through gch. Referenced documents: 42-10-1020 rev b ¿ complaint investigation work instructions 13-90-0003 rev a ¿ situation analysis for plasma blade tip coating flaking lbl-00116 rev b ¿ IFU plasmablade 4.0 test equipment utilized: no test equipment utilized for this investigation as testing was only visual in nature. (B)(4).

Event description:
Insulation on the hand piece electrode tip came off when the device was swiped through the electrode cleaning slot and the insulation fell into the device holster. No patient impact. New device was opened to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.